Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 109, 286, and 349 mg/dl, when all tests were performed within 3 minutes on the advantage system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported or treatment received. A request was made for the return of the subject product and replacement product was sent.